Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify=>it was during use, but it could not determined the specific situation. H6 component code: g07002 ¿ device has been received and investigation is in progress. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. The suture was broken. It was not a control release needle. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/6/2024. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging that pertain to product code 698g were received for analysis. In order to evaluate the conditions of the sample, the suture was examined, and the extremes were noted to be cut and damaged on the body and near a cut area probably caused by a surgical instrument. After further evaluation crimping marks were observed on the surface suture. As per the returned conditions of the sample, no functional test was performed. Also, the needle was examined, and the swage area and edge were noted with marks by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.